Event description:
It was initially reported by the patient that he experienced a capsular bag collapse prior to implantation of the intraocular lens. It was then stated that after implantation of the intraocular lens he experienced raised intraocular pressure for which medication was prescribed. In addition he experienced symptoms of diplopia and lens dislocation for which a secondary procedure was performed in order to reposition the lens on (B)(6) 2014. It was also stated that his vision is generally worse in the mornings and improves as the day progresses and has been consistently improving since the date of surgery. He further stated that his close vision is very good and he only experiences visual symptoms with distant vision. He did not feel like his visual outcome had significantly decreased his quality of life.

Manufacturer narrative:
(B)(4). At the time of submitting this MDR it has not been communicated that the lens was explanted. Therefore, it is not available for evaluation. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing for this serial number were within specifications and in compliance. No deviations or non-conformances(ncr) related to the customer claim were generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.